Event description:
The customer reported that the system intermittently failed to boot and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The fluoroscopic functions pcb and generator interface pcb were evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.